Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the tip of the outer protection sleeve was torn and came off during a tibial nail procedure. During a tibia nail implant procedure, the tip of the outer protection sleeve was torn and came off. The piece that was torn was not found. Review of all device history records indicates that this type of defect has never been found or recorded during any assembly or inspection operation at our facility. When the tool runs that creates these parts, they run one cavity at a time. There is nothing in the production molding of these parts that could have created this type of defect. After the parts are molded they are put into inventory and pulled when a shipment is needed. Before they are shipped out, each part is sealed in a bag individually. Any scrap found during this operation is provided to the appropriate person; that person did not have any parts turned in with this type of defect. Assembly also reviewed the parts and they stated that all they do is deionize the parts and individually bag them. A part was taken from inventory to try to create the damage. The parts are close but not identical. It is likely the part may have assembled incorrectly before use and was damaged. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a tibia nail implant procedure the tip of the reported outer protection sleeve was torn and came off. The surgeon attempted to retrieve the broken fragment but it could not be located. The broken fragment was reported to be 3mm x 10 mm in size. The surgeon treated the patient by cleansing the affected part area (knee joint). The surgery was extended due the reported event but the exact time is unknown. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.